Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified cartridge alarm occurred during pumping. The customer's blood glucose level was 250 mg/dl. The customer delivered a bolus via the pump. Reportedly, the customer was able to load a new cartridge successfully. Subsequently, it was reported that the pump indicated a data log corruption and the pump history was reportedly missing. Troubleshooting with tandem technical support determined that the pump had reset. The customer's blood glucose level was 116 mg/dl. The customer reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. The alleged data issue and unexpected reset were confirmed. Based on the analysis, the alleged unspecified cartridge alarm could not be evaluated due to corrupted pump data.